Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00 intraocular lens (iol) was cracked/torn during handling, loading issue. The lens touched the eye and it is indicated the lens was fully inserted and removed. The surgery was completed with another lens and there was no reported patient injury. No further information is available.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.